Manufacturer narrative:
Failure analysis: the glass cap is detached the fiber is broken distal to the fusion zone. The glass cap was not returned. Detritus was noted on the metal cap surfaces, which showed signs of overheating there is devitrification noted on glass cap surface near output window. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. The potential for forward firing may exist. The most probable root cause that contributed to the failure was related to be heat accumulation/ user handling due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that during a prostate procedure the fiber cap was damaged. The "surgery was finished by (B)(6)". Pt outcome: "no damages to the pt".